Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "hw" error and a "call tech support" error was displayed on the receiver. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge test was performed and failed due to the receiver not being fully charged after 6 hours. A boot test was performed and passed. The receiver data log was downloaded for review and hardware errors along with ¿screen error alarm¿ were observed. The receiver case was opened for an internal visual inspection and it passed. The reported event of an error icon display was confirmed during log review. The probable cause was receiver defective battery. No injury or medical intervention was reported.